Event description:
It was reported that the patient underwent a revision procedure 1 year and 6 months post implantation due to cup malpositioning and the acetabular screw breaking through the cup. The acetabular cup was removed and replaced. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00625006535, item name bone scr 6.5x35 selftap, lot # j7470763. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d4; g3; h2; h3; h4; h6. No product was returned; however, photos were returned and reviewed. Visual examination of the provided pictures identified that the explanted screw and cup were covered in bio-debris. Further evaluation could not be made of the cup. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. It was reported the cup was revised for malposition; however, initial implant position is surgeon's discretion. It is unknown whether it moved after implant due to the screw malfunction. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.